Event description:
It was reported that 4-5 weeks after implant, the patient experienced apneic episodes. At that time, the dosage was estimated to be 500mcg/day. The catheter tip was stated to be at the level of cervical vertebrae 2 (c-2) and there was concern that the higher the tip placement was the cause of the apnea. The decision was made to implant an external catheter at the level of thoracic vertebrae 8 (t-8). At that point, the pump was decreased to minimum rate mode and the external catheter was used to deliver the same dose, which was approximately 600mcg/day at that time. For a short period of time, the patient experienced withdrawal type symptoms; including storming and hypertonia. Increasing the pump dosage resolved the patient¿s symptoms quickly. The patient was then weaned off the pump delivery at c-2 and increased the dosage of the external catheter at t-8 and the patient was without withdrawal symptoms and no apneic events for 5 days. A new catheter was placed at c-6, at the current dosage of approximately 800mcg/day. At that dose, the patient experienced more apnea, so it was determined that they reached the maximum dose that patient could tolerate at that level. The patient had been in the hospital for approximately 4 months now. The reporter wanted the family to give a bolus if necessary and still keep the dosage at a level to keep the apnea under control. The reporter was to program the pump for a 12 hour lockout and 1 activation per 24 hours so the personal therapy manager (ptm) would only be locked out for 12 hours after an update. The anoxic brain injury patient was still in the hospital and experienced ¿little storming¿ episodes and periodically the patient had an event that would ¿take off¿, so the reporter thought that maybe once a week the family could utilize the ptm. The bolus was programmed for 50mcg. It was stated that a bolus was tested and the ptm showed 19 hours and ¿so many minutes¿ to wait until the next bolus dose and that felt right for the reporter. The lockout interval then updated to 1 hour, so when the pump was updated, the family would not have to wait that long to receive a bolus. The pump was used to deliver gablofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Correction: the exact event date was unknown; only the reported month and year were valid.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# serial# (B)(4) implanted: (B)(6) 2014, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).